Event description:
The customer reported that the unit failed to power up which could prevent the delivery of therapy.

Manufacturer narrative:
The customer reported that the unit failed to power up. The unit was evaluated at philips, but the symptom could not be duplicated. However, the unit was covered by a battery pca improvement. The battery pca was replaced. The customer has not called back regarding this issue in over 3 weeks.